Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a saccular 60mm diameter and 106mm in length juxta-renal aortic aneurysm. The proximal neck was 23 mm in diameter and 3 mm in length. The left common iliac artery was 12 mm in diameter and the right common iliac artery was 10 mm in diameter. The right internal iliac artery measured 17 mm in diameter and the left internal iliac artery measured 22 mm in diameter. The right external iliac artery measured 7 mm in diameter and the left external iliac was 8 mm in diameter. It was reported that though replacement of synthetic vessel by open surgery was attempted, it was abandoned due to difficulty in exfoliation. The physician then decided to use endurant. It was reported that after the bifurcated stent graft and contralateral limb were successfully implanted there was a type I endoleak. An aortic cuff was fenestrated and then implanted along in line with the left renal artery. It was implanted just below right renal artery. Though touch-up was again carried out, and a type ia endoleak was confirmed. Another aortic cuff was fenestrated, then it was implanted; however, a type ia endoleak was reconfirmed. The amount of endoleak decreased and further effective measure was unable to be found so that the procedure was completed. It was minor leak and the patient will be monitored. No additional clinical sequelae were reported. The physician commented that since it was the case of neck which was as short as 3mm in length, type ia endoleak was expected result.

Manufacturer narrative:
(B)(4). Evaluation conclusion: off-label, unapproved or contraindicated use (aortic neck 3mm in length.